Event description:
Customer reported that a pt with a hemoglobin s of 22%, as determined by hemoglobin electrophoresis, tested negative with this product. No reported death or serious injury was associated with this incident.